Event description:
Healthcare professional (hcp) reports a fiber leak was noted by an alarm on the hemodialysis device. A hemestix of the dialysate confirmed the leak. New disposables were used to continue the treatment without incident. The dialyzer was reused 8 times prior to this event. The estimated blood loss was reported to be 250cc. The pt's hematocrit was found to be within normal limits after this event. The hcp reports no pt injury or need for medical intervention.